Manufacturer narrative:
The device is expected to be returned to for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, an unspecified 50ml syringe connected to a closed system drug transfer device was connected to the clave y-site of the tubing set for the delivery of an unspecified concentration of cyclophosphamide, via syringe. The customer contact reported that approximately 40ml of cyclophosphamide was delivered. At an unspecified time, it was reported that the syringe was disconnected form the clave y-site. No specific details were provided at this time, it was reported that approximately 5ml of solution splashed back onto the staff. The customer contact indicated that local policy was adhered to. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse effects to the pt or healthcare provider and no reported delay in therapy critical to this pt. No medical interventions were required. No additional information was provided.